Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed solution test and sensor failed per specification. No interstitial signal detected due to bent/damaged sensor cannula (crack like).

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error and change sensor. The sensor was not inserted all the way in. When she removed the sensor the cannula was bent. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.